Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 800 mg/dl at the time of the call. The customer was hospitalized on 2/4/2016 at 7 pm for the unexplained high blood glucose. The customer was treated for the high blood glucose with manual injections. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer did not return the product back for analysis.